Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon deflation difficulties were encountered. The lesion being treated was located in a shunt. Following the unspecified guide wire crossing the lesion, the ultra thin diamond balloon was advanced. Six inflations were performed to 16 atms each. It is unknown if any difficulties were experienced during these inflations. During the sixth inflation, a "flick noise" was heard. The ultra thin diamond balloon was not ruptured, however a contrast leak was noted at the guide wire lumen. Deflation could not be performed with the inflation device. The ultra thin diamond balloon was deflated by pushing on the balloon through the skin. The patient did not experience any symptoms during the deflation difficulties. The ultra thin diamond balloon was removed from the patient, and the procedure was completed with this device. No patient complications were reported, and patient status was reported as 'stable'.